Manufacturer narrative:
Suspected root cause: based on the info available, possible suspected root causes are: use of damaged or bent driver. Failure to tap if bone patellar tendon bone graft used. Graft/screw/tunnel not appropriately sized. Insertion over bent guidewire.

Event description:
The customer reported that during acl reconstruction surgery on (B)(6) 2013, the 7 x 28mm biosteon screw (234-010-164), lot 0812ph208, broke in half during screwing in. Initially, it was reported that the operation was completed successfully, although without indication whether or not it was with the initial device, an equivalent device, or an alternative device. Info requested by the distributor multiple times from operating surgeon, no response.